Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to a hole in the cuff. The previous procedure was done one year ago. All the components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The physician replaced the entire device and then found a puncture hole in the cuff.